Manufacturer narrative:
The device was conform upon leaving the manufacturing site. The most probable root cause of this event would be that because of the friction between the drill bit and the drill adaptor during drilling, the metal has heated up and swollen, which caused the mechanical jam. This part was not returned for investigation, the root cause of the event could not be confirmed. However, this topic is addressed through a CAPA and the investigations already performed suggest that the drill adaptor design should be improved. Unique identifier (UDI) #: unknown.

Event description:
During an ablation, the surgeon was drilling prior to placing the bolt and the drill bit fused to the 3.2mm drill adaptor. It was a stryker drill bit. After using some mineral oil and a mallet the surgeon was able to remove the bit and resume the surgery. This caused about a 15 minute delay.